Event description:
Information received from the field does not address the patient's clinical status but notes capture and sensing anomalies and suspected 1st rib/clavicle crush. The ventricular lead showed an impedance of 200 ohms.~~~~~